Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer also stated their blood glucose at the time of the incident was over 400 mg/dl. It was also found the customer's numbers were scrolling on their insulin pump. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.